Manufacturer narrative:
(B)(4). Maude report mw5065022 was received.

Event description:
It was reported that the patient was admitted to the clinic due to receiving multiple shocks. High rv lead impedance was observed. Lead issue was suspected as the patient was in atrial flutter and the device was interpreting the rhythm as it was a shockable rhythm. The lead was explanted. Patient condition was fine, no further issues.